Event description:
The customer reported that the t:slim x2 pump battery would not charge despite using the original tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. The customer attempted different wall adapters and charging cables without success, leading technical support to send a replacement pump. The customer was informed of the steps to take with the replacement and understood instructions to deplete the original pump battery before returning it to tandem.